Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was explanted and re-implanted with a new device on (B)(6) 2015. This report is filed on 29 jul 2015. Device currently unavail for analysis.